Manufacturer narrative:
H6: five pictures of a cadd extension set were received for evaluation. From the pictures, a leak could not be determined. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. No root cause could be determined since the complaint was not confirmed due to the fact no sample was received.

Manufacturer narrative:
The lot number is yet to be confirmed, hence the manufacturing and expirations date are unknown at this time. Five pictures of the cadd cassette reservoirs - flow stop were received. The current process control was reviewed in order to ensure that production line is complied with it. Bag stuffing and loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Production performs 100 percent of visual inspection to assure that the parts shall not be damaged including scratches or distorted or warped. Production performs 100 percent leak test per procedure to ensure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Quality sample 15 units at an interval of two hours plus or minus 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. A problem source is being identified and the issue will be monitored.

Event description:
Information was received indicating that a cadd cassette reservoirs - flow stop leaked. The issue was discovered prior to the use in the hospital. There were no adverse events reported.